Manufacturer narrative:
(B)(4).

Event description:
Patient mother reports issue with innacuracies between cgm and fs values.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2018 that on (B)(4)/2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(4)/2018. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.